Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, unknown head, lot # unk. Item # unk, unknown stem, lot #unk. Item # unk, unknown liner, lot #unk. (B)(6)

Event description:
It was reported a patient underwent hip revision approximately three months post-implantation due to pelvic discontinuity and shell loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.